Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the device has reported a "defib fault 78" message and a "defib fault 72" message when performing a self test. The complainant indicated that there was no pt involvement in the reported malfunction.